Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca. At 30 day f/u pt displayed unstable angina. CABG surgery of the mid lad (non-target vessel) is reported to have been carried out approximately 2 months following index procedure. Investigator indicated that event was not related to the study stent. A trauma bleed at the surgical site is reported to have occurred the following today. Investigator indicated that the event was not related to the study stent. A non-sudden cardiac death is reported to have occurred approximately 7 months following index procedure. It is reported that the pt was admitted for treatment for pneumonia and died of heart failure 3 days later. Autopsy report is not available. Investigator indicated that it is not assessable if event was related to the study stent. Pt was not taking asa or clopidogrel / ticlopidine 24 hours prior to event.

Manufacturer narrative:
(B) (4): eval results: (death).